Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to product performance issue. Additional information was obtained from the field representative indicating that the ra lead was surgically abandoned due to noise. No additional adverse patient effects were reported.